Event description:
Further information from the physician reveals the sleep apnea is related to patient's obesity and not related to vns or stimulation. Patient has a medical history of apnea pre-vns. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event.

Event description:
It was reported via clinic notes dated (B)(6) 2011 that the patient had been diagnosed with obstructive sleep apnea which resolved with a CPAP. It is currently unknown if the apnea is related to the vns. Attempts for further information have been unsuccessful to date.